Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock while the patient was showering. The oversensing was unable to be recreated in clinic and exercise testing was unable to be performed. The physician opted to continue monitoring. Additional information was received that the device later delivered several appropriate shocks for ventricular fibrillation (vf). Following the appropriate therapy for vf, the device exhibited t-wave oversensing resulting in an inappropriate shock. Troubleshooting options were discussed. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this s-ICD exhibited continued t-wave oversensing, which, resulted in delivery of additional inappropriate shocks. The device also recorded a battery depletion message resulting in an alert in the remote home monitoring system. A health care professional (hcp) contacted a company representative and noted that the patient was going to be scheduled for device replacement on an unknown future date. Additional information has been requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock while the patient was showering. The oversensing was unable to be recreated in clinic and exercise testing was unable to be performed. The physician opted to continue monitoring. Additional information was received that the device later delivered several appropriate shocks for ventricular fibrillation (vf). Following the appropriate therapy for vf, the device exhibited t-wave oversensing resulting in an inappropriate shock. Troubleshooting options were discussed. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this s-ICD exhibited continued t-wave oversensing, which, resulted in delivery of additional inappropriate shocks. The device also recorded a battery depletion message resulting in an alert in the remote home monitoring system. A health care professional (hcp) contacted a company representative and noted that the patient was going to be scheduled for device replacement on an unknown future date. Additional information has been requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that review of a stored treated episode showed that shock therapy was appropriately delivered, however, did not convert the arrhythmia. Then, undersensing followed by a noise marker was noted in the episode. Technical services (ts) discussed potential troubleshooting options. Additionally, a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in delivery of an inappropriate shock while the patient was showering. The oversensing was unable to be recreated in clinic and exercise testing was unable to be performed. The physician opted to continue monitoring. Additional information was received that the device later delivered several appropriate shocks for ventricular fibrillation (vf). Following the appropriate therapy for vf, the device exhibited t-wave oversensing resulting in an inappropriate shock. Troubleshooting options were discussed. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.